Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, brown particles in the surface of the shell and encapsulation. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify a sharp in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: -a sharp opening on posterior side assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported ruptured implant right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured implant right side. Device has been explanted.